Manufacturer narrative:
A complete analysis and testing 3 sealed and 1 opened and used reservoir showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran high, at 255 mg/dl at the time of the report and 285 mg/dl earlier that morning. The customer treated the high blood glucose with the insulin pump. The customer noticed large air bubbles in the reservoir and was able to get them out before placing the reservoir into the insulin pump. The customer stated that two days later, she noticed more bubbles in the insulin pump. The drive support cap appeared normal and recessed. Insulin did exit with the manual prime and no leaks were observed. The customer found no air bubbles in the tubing at the time of troubleshooting. The infusion set was removed and the cannula was clear and straight. The insulin pump passed the high pressure test. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.